Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced stress urinary incontinence, eroded mesh and urinary tract infections. An excision of the eroded mesh was performed.